Manufacturer narrative:
E1 reporting institution address: (B)(6). E1 reporting institution phone #: (B)(6). Additional information was requested; a response was received which clarified the desaturation event was not witnessed by the nurse and the patient's oxygen was already low prior to the nurse entering the room. During patient rescue, the user indicated there was a delay in spo2 alarm of approximately one minute. The patient's current condition was described as 'out of danger'. The customer could not locate the device to investigate further. The customer indicated the device could not be found and no device logs or configuration settings could be provided. It remains unclear whether a malfunction occurred or whether the spo2 desat delay was a factor. Based on the limited information available the customer's allegation could not be confirmed, and the root cause remains unknown.

Event description:
It was reported the monitor did not generate an alarm for a desaturation event. A patient was admitted to the nicu with a diagnosis of neonatal pneumonia. Upon admission, non-invasive ventilator-assisted ventilation was provided and ECG was monitored. While the nurse was exchanging IV fluids, the nurse noted the patient's face was bluish-purple and their lips were cyanotic due to the patient's difficulty breathing. The monitor displayed an spo2 of 70% but no alarm was generated. The patient was intubated and connected to positive pressure ventilation for approximately 30 seconds. Spo2 increased to 95% and the ventilator was connected to assist with breathing.